Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having low audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge because of perpetual rebooting. Receiver download retrieved and attached: failed - perpetual rebooting. Test on receiver functional test station: failed - unable to perform - perpetual rebooting. Perform audio\vibration test with dexcom global receiver communication tool:failed - unable to perform - perpetual rebooting. Perform "try-it" audio\vibration test to test alert\alarms:failed - unable to perform - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed - able to hear the speaker when detaching the ui pcba - internal visual inspection: passed. Perform speaker audio intermittent tests: passed. Measure the speaker resistance: the speaker resistance within specification. Perform log review: no issues related to the customer's complaint were observed within the investigation window. The reported event of a low audio output was not confirmed. A root cause could not be determined.